Manufacturer narrative:
Concomitant medical product: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 093-28, lot# v435851, implanted: 2010-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient had an e. Coli urinary tract infection and could not empty their bladder completely. It was noted the infection was discovered via culture and sensitivity results. It was reported the patient was prescribed levoquin every day and macrobid twice a day for seven days and then every day for ninety days. It was noted the patient¿s symptoms resolved without sequelae on 2010-(B)(6).